Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use along with bone debris on the external threads. However, no apparent malfunction identified. Implant matched print. Pre-existing patient condition noted on the per was patient having type iii (low) bone density. The reported device was being placed on tooth # 16 (fdi) when the incident occurred. Device history record (DHR) review could not be performed as the lot numbers associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (tsvwb8) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: medical: bone fracture). Therefore, based on the available information, device malfunction has not occurred and the reported event is non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Additional device information: unknown / not provided. Premarket identification PMA/510(k) number: k011028 and k013227. Device manufacturer date: unknown / not provided. Product not returned.

Event description:
It was reported that during the placement procedure of implant at tooth location 16 the alveolar fracture, causing the implant to have no primary stability. It was removed. Doctor was no able to complete the procedure. Symptoms as a result of the event: discomfort.